Event description:
Patient had a full revision performed. The explanted devices were discarded at surgery. No additional relevant information has been received to date.

Event description:
It was reported that the physician suspects the patient has a lead fracture due to high impedance. The patient was referred for full revision. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.